Manufacturer narrative:
Investigation included technical support troubleshooting. Investigation of this case revealed user handling difficulty that resolved with guidance, with no device malfunction confirmed. It was concluded that the event was related to user technique, and the device functioned as intended after proper installation.

Event description:
It was reported that the user experienced difficulty twisting a new connector into place during a routine supply change for an insulin infusion set and received troubleshooting that enabled successful attachment of the connector, priming until drops were observed, and resumption of insulin delivery with an inset 6 mm infusion set. Symptoms included no reported adverse physiological effects. Outcomes included continued insulin therapy without interruption after successful reconnection.